Event description:
It was reported the videoscope cable only displayed a red and green image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. Additional information added to fields: d8, h3, h4, h6. Corrected fields: d9 (date returned). The device was returned to olympus for inspection and the customer's reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.